Manufacturer narrative:
The field service engineer (fse) evaluated the unit and found that the alarm setting volume was set to 1. The fse revaluated the unit and no problem was found with the unit. The alarm was also tested and passed all testing. Per the rt manager the unit did not contribute to the patient death.

Event description:
The customer reported that the mask was disconnected from the patient and the nurse did not hear the patient disconnect alarm sounding. The customer reported that the patient expired.